Manufacturer narrative:
Date received by manufacturer: 09sep2019. Report date: 10jul2019. The customer did not respond to multiple attempts to obtain additional information. The replacement of the blower and the leak test fitting could not be confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18jul2019.

Event description:
The customer reported that the ventilator failed the leak test. There was no patient or user involvement.